Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported that a patient with a 40 ml pump was being replaced on (B)(6) 2020 with a 20 ml pump due to the size of the 40 ml pump rubbing against their ribs. No further information reported.